Event description:
Patient presented with a short, large, angulated neck with a reverse taper; on (B) (6) 2008 had implant of a 28-16-120bl bifurcated device and a 34-34-100rl suprarenal extension. Follow up revealed that the suprarenal extension had moved down approximately 5-10mm resulting in a proximal type I endoleak. There was disease progression in both iliac vessels, also resulting in enlarged iliacs and bilateral distal type I endoleaks. On (B) (6) 2010, the proximal type I was treated with two 34-34-80l proximal extensions, and the bilateral distal type I endoleaks were treated with 16-16-88l limb extensions. The case was completed with good results.

Manufacturer narrative:
On (B) (6) 2010 (through follow-up with the health-care provider), a response was received via fax. Unfortunately, the cause of death was not provided. Only the operative report of (B) (6) 2009 (implant operation) was received. Per the operative report, the patient experience no complications. The condition in which the patient was discharged from the operating room was in "stable condition."

Event description:
Note: boston scientific corporation became aware of this complaint following a retrospective survey of data by the user facility. It was reported to boston scientific corporation on december 11, 2009 that a ultraflex partially covered esophageal stent was used during an ultraflex stent placement procedure performed on (B)(6), 2001 (female patient; (B)(6) and weight is unknown) according to the complainant, fourteen days later ((B)(6), 2001), partial stent migration and esophagitis were reported. This event was reportedly related to the stent and to the procedure. The physician deemed the stent migration to be of mild severity and the esophagitis to be of moderate severity for esophagitis. The stent was repositioned and a second ultraflex stent was placed inside the first stent. The patient's symptoms resolved without sequelae. Both stents were confirmed to be patent on (B)(6), 2002. Since the initial MDR was filed, additional information has been received. The device was not used past the expiration date. Since the initial MDR was filed the investigation has been completed.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.1 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.